Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician noted that the insulation on the right ventricular (rv) lead high voltage coil had come off the lead. The physician suspected that it may have occurred while advancing the lead through the sheath and pulling the sheath back. The lead was removed, and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. The rv coil was extrinsically distorted at 55cm, there are no anomalies with the insulation. If information is provided in the future, a supplemental report will be issued.